Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit to check for an autofill issue. The fse checked the recent fault codes and found code 37 numerous times with secondary code arg1; ox2 " catheter extender not attached or kinked, iab port is blocked ". The unit ran thru a complete calibration test and all passed. The fse put the mini sim on with test balloon and ran the unit for approximately 1 hour with no problems. The fse could not duplicate the issue at this time. Unit passed all functional and safety tests per factory specifications; returned to customer and cleared for clinical use.

Event description:
The customer reported that autofill issues occurred while the intra-aortic balloon pump (iabp) was being used on a patient. The pump was swapped out and a cs300 was used. No adverse event was reported.